Manufacturer narrative:
Upon inspection, the baxter technician found the aux power cord had exposed copper wires and needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding a search of the baxter maintenance records showed baxter performed preventative maintenance on this bed on 16th march 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the aux power cord to resolve the reported issue, based on this information, no further actions are required at this time.

Event description:
A company representative - service personnel contacted technical service to report that totalcare frame cable has exposed wires. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.